Event description:
It was reported during a procedure to address inoperable ipg (manufacturer reference number:3006705815-2024-05163), it was noted the leads had migrated. As such, the physician opted to explant and replaced the leads to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.